Manufacturer narrative:
(B)(6). Device evaluation: the manufacturer¿s international service technician performed testing of the unit, but was unable to confirm the reported issue. No malfunction of the device was identified during evaluation and testing. Resolution and disposition: the international service technician calibrated the unit to address the report of touch panel failure.

Event description:
The international customer reported the v60 unit experienced a touch panel failure. There was no patient involvement.